Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information received: the device was trashed out after the surgery (and will not be returned for analysis).

Event description:
It was reported that during an open lower anterior resection, the contour device (cs40g) was used to transect and staple the lower section of sigmoid colon, however, staples were popped out and ruptured. When the device applied staples on the target tissue it did not staple properly. Therefore, the surgeon had to hand-suture the transected tissue. Staples were delivered but they did not staple properly. The staples weren¿t formed properly, the staple line was not complete, and the device cut the target tissue. The cut line was completely done so the surgeon had to use sutures to close up the region where it was cut but was not stapled. There was no patient consequence.